Manufacturer narrative:
The failure was confirmed through functional testing, disassembly and visual inspection by the technician and the failure analysis engineer. No components were identified which would have likely caused or contributed to the reported failure. Components not related to the event were replaced as part of preventive maintenance. The drill was cleaned, lubricated, adjusted. The drill was returned to the account after passing final inspection.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturing facility, the device had no brakes. As this event occurred during testing at the manufacturing facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.